Event description:
It was reported the patient received the following results within 15 minutes using two different guide me meters: 237 mg/dl (system 1) and 90 mg/dl (system 2). The same strip lot was used with each meter.